Manufacturer narrative:
The reason for reoperation: deflation and "very little feeling in their breast". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported a left side deflation and "very little feeling in their breast". Device was explanted.